Manufacturer narrative:
E1: patient city: (B)(6) patient country: (B)(6).

Event description:
Unomedical reference number b)(4) event occurred in the unites states it was reported that the patient experienced an increase in their blood glucose (bg) level despite taking insulin injections. The injection was not interrupted. The patient went out for breakfast with friends, but their blood glucose (bg) increased by almost 400. The patient administered a bolus using the pump, but the bg did not decrease. Afterwards 2u of insulin was injected using a pen. However, the bg level remained high at 467. The patient was recommended to consult with their physician or a medical institution to address the issue. If it is outside of regular business hours, the patient may need to seek advice from another hospital, such as an emergency department. No further information available.